Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying conditions as myocardial infarction (mi) with unstable angina. The patient was also found to have elevated cardiac enzymes prior to the index procedure and the patient was referred for cardiac catheterization. On the same day, the index procedure was performed. Target lesion # 1 was located in the mid left anterior descending (lad) with 80% stenosis, and was 26mm long with a reference vessel diameter of 3.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 4.0 x 28mm study stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented to emergency department with complaints of chest pain experiencing since one week and was hospitalized on the same day. Electrocardiogram (EKG) revealed st depression in anterior and lateral leads. Cardiac enzyme was also found to be elevated, consistent with protocol and universal definitions of spontaneous mi. The patient was referred for cardiac catheterization. The 100% stenosis located in proximal lad was treated with pre-dilatation and placement of a 4.00 x 30mm non-bsc drug-eluting stent. Following post-dilatation, the residual stenosis was 10% with timi 3 flow. Two days post procedure, the patient was discharged.